Event description:
The account stated that the architect i2000k analyzer has generated a higher than expected afp result on a patient sample. The initial result was positive at 56.4 ng/ml. The retest results after centrifugation were both negative at 2.0 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.